Event description:
The user facility reported that the housing's weld fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no adverse consequences and no medical intervention.

Manufacturer narrative:
Corrected data: d9.

Event description:
The user facility reported that the housing's weld fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no adverse consequences and no medical intervention.